Manufacturer narrative:
A review of the manufacturing records did not reveal any discrepancies which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. As no device was returned, no further evaluation can be performed and a root cause cannot be conclusively determined with the information provided. Product not returned.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 3003853072-2016-00072.

Event description:
It is reported two screwdriver shaft heads were broken in the process of final tightening. The broken parts of the instruments were removed from the patient using general instrumentation, however a third driver was not available so the surgery was unable to be completed. A second surgery was performed and finished with no issues the next day.